Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 50676297-invalid) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and coital bleeding ("postcoital bleeding"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and coital bleeding outcome was unknown. The reporter considered coital bleeding and menorrhagia to be related to essure. The reporter commented: trailing coils- left-5, right-2. The lot number reported (50676297) is invalid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-aug-2020: update of information (batch is invalid). On 14-aug-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menorrhagia ('menorrhagia') in an adult female patient who had essure (batch no. 50676297) inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "essure and ablation performed on same day". On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and coital bleeding ("postcoital bleeding"). The patient was treated with surgery (robotic hysterectomy, bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menorrhagia and coital bleeding outcome was unknown. The reporter considered coital bleeding and menorrhagia to be related to essure. The reporter commented: trailing coils- left-5, right-2. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.